Event description:
It was reported that the patient was experiencing inadequate pain relief as well as frequent ipg charging. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500 model: sc-2218-50. Serial: (B)(4). Batch: 7076101/7075776.